Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that a patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions on the o2 sensor, the cable was found to be damaged at the connection site. An investigation was performed and the product analysis technician reported that root cause for the reported issue could not be determined. If information is provided in the future, a supplemental report will be issued.